Event description:
A malfunction alarm occurred, indicating malf 24, prior to which no notable events were reported. The issue did not result in the customer¿s blood glucose level exceeding 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.